Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 409 mg/dl. No significant events leading to the alarm were observed. The customer stated that his blood glucose was running high because he had been off the device since the error occurred and treated with manual injection. He declined troubleshooting for high blood glucose. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No button error alarm was noted. The functional tests could not be completed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.